Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition was detected during shock delivery, then recorded a code 1007 indicative of capacitor charge time has exceeded the limit. Technical services (ts) discussed that the code 1004 results from a low shock impedance of less than 12.5 ohms during shock delivery, exhibited by this right ventricular (rv) defibrillation lead. Then ts also discussed the code 1007 was likely due to an extended charge time after the shorted condition. They recommended replacement of the device system. Additional information was received which noted that the device system was explanted and replaced. No additional adverse patient effects were reported.